Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, the jaws were not aligned. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grips was bent, causing side-to-side misalignment of the grips. There was a .078 offset, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages to the instrument: there was an indentation at the edge of the distal pulley and visible scratches on the surface of the distal pulley. It was concluded that the damage was likely due to mishandling/misuse. The instrument's pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.